Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported the customer received a motor error alarm during a basal. Customer's blood glucose was 216 mg/dl. The customer's wife also mentioned the customer was previously hospitalized for high blood blood glucose. The customer could not recall any significant events leading to the alarm. It was found the customer may have exposed their insulin pump to moisture from the rain. Customer's wife stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 2032227-2014-61446.